Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The lesion was located in the right coronary artery (rca). The vessel was very tortuous with two sharp curves. The lesion was predilated with a 3.00x15mm maverick balloon. The physician then removed the balloon and attempted to deliver a 3.00x8mm taxus express2 drug eluting stent, but it was unable to cross the lesion. The physician removed the stent delivery system and noted that the stent had been stripped off the balloon. The stent was found in the right femoral artery. The physician removed the stent with a snare and ballooned the lesion to finish the procedure. There were no patient complications and the patient's condition is listed as okay. No further information was available.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.